Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a procedure while using the drill bit within the ar-1688-cp internal brace ligament implant system, shavings were being produced from the bit. Additional information received on 07/11/2019: the procedure taking place was an evans calcaneal osteotomy and fdl transfer with internal brace procedure. The facility reporter stated 2mm shavings were coming off of the drill bit. The surgeon attempted to remove all of the shavings, but they were very small so the surgeon irrigated the shavings out as best as possible. A second ar-1688cp was not opened, and the case was completed as normal. The procedure was open, and unplanned incision was not necessary. There was an arthrex sales representative present during the procedure. The device will be returning for evaluation. Additional information received on 07/17/2019: the bone was prepped by using a 2.7 cannulated drill. The rep reported that case proceeded as planned with no further issues. The surgeon did not express any concerns during or after the procedure.